Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the customer reported occlusion which was not reproduced. A review of the event history log identified upstream occlusion. The cause was determined to be out of calibration ultrasonic sensor and force sensor. The ultrasonic sensor and force sensor was calibrated to correct this condition. Should additional relevant information become available, a supplemental report will be submitted. Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the customer reported occlusion which was not reproduced. A review of the event history log identified downstream occlusion. The cause was determined to be out of calibration ultrasonic sensor and force sensor. The ultrasonic sensor and force sensor was calibrated to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an occlusion during testing at the biomed service department. There was no patient involvement. No additional information is available.